Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Event description:
On (B)(6) 2010, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ultra2 meter displayed an "ER 4", "ER 5" and an apply sample message. The complaint was classified based on the customer care advocate (cca) documentation. It is not specified when the alleged issue began. The cca was advised the patient manages her diabetes with a combination of januvia pills (100 mg), actos pills (45 mg) and amaryl pills (amount not clear). It is not known what action the patient took at the time of the alleged issue; however, at an unspecified time, the patient took less food and/ or drink because she did not want her blood glucose to go too high. On (B)(6) 2010, after the alleged issue begun, the reporter claimed the patient felt symptoms of shaky and dizzy while at an adult day care facility. The patient was given orange juice as treatment. At the time of troubleshooting, the cca tried to walk the patient through a retest to resolve the alleged product issues. Replacement products were sent to the patient. This complaint is being reported because the reporter claims the patient was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.